Event description:
It was reported by service report that the bed has no functions from either headend side rail controls or from the footboard. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail controls.